Event description:
It was reported that a spectrum pump had no display, screen was completely grey during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, no display on screen was reproduced as a damaged display with black line on it. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the display . The display requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.